Event description:
A malfunction was reported on the pump, but there were no notable events preceding it. It was uncertain if this caused any adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, but the customer was unable to locate the charger needed to perform the reset. The customer indicated an intention to call back after finding the charger to proceed with troubleshooting.